Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated during a routine clinic visit. The device was replaced without incident.